Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Pump passed the dat test at 0.08760 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 420 mg/dl and the current blood glucose level was 207 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus using insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports no symptoms related to high blood glucose. Based on customer¿s report customer was alleging possible insulin pump under delivery. Reason why customer alleges insulin pump was under delivering because they think insulin pump was the one causing the repeated calibration required led to high blood glucose. The device will be returned for analysis.